Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately (B)(6) years old. Possible models could include: 4965, 4968. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac resynchronization therapy in patients undergoing open-chest cardiac surgery. J interv card electrophysiol 2011;30:251-259. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable epicardial leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and patients who experienced adverse events including infection and lead damage. The article noted that lead damage occurred post-implant procedure during post surgery medication, during a revision due to excessive bleeding, and during implantation of a device. The status of the leads is unknown. Further follow up did not yet yield any additional information.